Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via a device manufacturer representative indicated that the pocket was revised on 2020-june-04. It was reported that for about 2 weeks the patient had noticed swelling and 2 small sores on the pump pocket (one towards the lateral side of the pump pocket and one at the bottom of a skin fold at the bottom of the pump pocket). Patient is wheelchair dependent. The pump was moved more medial and revised the pump pocket, moving the pump more medial and cephalad. The issue was reported to be resolved. No further complications have been reported.

Event description:
Additional information was received from the consumer via a company representative on (B)(6) 2020. It was reported that the patient presented for a pump replacement. In pre-op the patient stated that their previous pump and catheter had been explanted in july due to an infection. It was confirmed with the healthcare provider the explant date was (B)(6) 2020. The cause for the event was undetermined. It was noted that the patient had previous pocket revision on (B)(6) 2020. The pump and catheter were replaced on (B)(6) 2020. It was noted that the pump was delivering morphine 25mg/ml at 4.996mg/day. The issue was resolved at the time of the report and it was noted that the healthcare provider would not have any further information regarding the event.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative (rep) regarding a patient receiving an unknown intrathecal medication via an implanted pump. It was reported the hcp¿s surgery scheduler contacted the rep to notify of a pump repositioning procedure scheduled for (B)(6) 2020. It was unknown when the event/difficulty occurred. It was also unknown what signs or symptoms the patient was experiencing related to the issue as well as the diagnostics/troubleshooting performed and environmental/external/patient factors that may have led or contributed to the issue. The issue was not resolved at the time of this report and no further information was available at this time. The patient¿s weight and medical history were also asked but unknown. The patient¿s status was ¿alive- no injury.¿ additional information was received on 2020-may-15 from the rep indicated the patient¿s surgery on (B)(6) 2020 was cancelled (reason unknown at this time). No further complications were reported.

Manufacturer narrative:
Corrected information: device code (B)(4) is not applicable for this event. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 27-may-2020 from a healthcare professional (hcp) via a company representative who reported that the patient was experiencing pain and bruising at the pump pocket necessitating the pump repositioning. The patient had been experiencing the symptoms since approximately (B)(6) 2019. Per the hcp, the patient had had the site drained some time ago (exact date unknown), but the issue continued. The cause for the issue was undetermined, but it needed to be repositioned due to the reported bruising and pain it was causing the patient. The canceled pocket revision surgery on (B)(6) 2020 had not yet been rescheduled. No further complications have been reported as a result of this event.